Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure coded 808:02 was confirmed but not reproduced during product evaluation. No assignable cause was provided during product evaluation. This is a baxter owned device and will not be repaired. Should any additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 808:02. According to the facility it is unknown when this event occurred. There was no patient injury, medical intervention necessary or adverse event in association with this condition. During the review of pump's event history, baxter quality engineering discovered this event interrupted delivery. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.